Event description:
A falsely troponin I result of 0.77 ng/ml was obtained on a paitent sample. The result was not reported to the physician. The same sample was tested on the same instrument and the results of 0.00 ng/ml were obtained.patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result.the most likely cause for this event was a pre-analytical sample handling issues.